Manufacturer narrative:
Insulin pump had a corroded keypad trace noted. No button error alarm noted. Insulin pump had a cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported the insulin pump alarmed button error. Customer does not know current blood glucose. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.